Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor. The customer states the sensor was stuck in the sereter and after jiggled the serter, the sensor came off. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was not needed due to customer having been able to remove sensor. The customer was advised replacement courtesy sensor would be sent out. The customer's blood glucose level at the time of incident was unknown.